Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 drg leads, 50cm length; however, it is unknown which drg lead, 50cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 50cm length, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8730876.

Event description:
It was reported the patient's system was unable to enter MRI mode and patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date. Note: it is unknown which lead is related to this issue.